Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an operation in which the cusa excel 23khz straight handpiece (c2600) and the "cusa excel w/ console 220v ac with footswitch was used, the monitor went to flush alarm. This issue extended the surgery time for approximately 30 minutes, and the surgery was completed with a second replacement device. According to the technical service team, they did not check the console with another handpiece.

Manufacturer narrative:
The cusa excel handpiece (c2600) was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: the handpiece was overtightened, and the over-tightening is due to incorrect use, which caused the housing to crack. Therefore, this is considered a user error as the key holder was not used. Additionally, a cable on the transformer coil side was broken off and needs to be re-soldered, and the housing and the associated sealing rings must be replaced. To resolve the issues, three cable lines on the coil side were re-soldered and the housing and all o-rings were replaced. After repair, the handpiece was calibrated, inspected and tested for safety in accordance with applicable manufacturer guidelines. Root cause - the root cause was confirmed as "incorrect assembly and disassembly of the handpiece by the customer using the torque wrench resulting in torque wrench misaligning the dot on the handpiece and the handpiece connector." Regarding the issue of cracked housing, the housing was replaced under "fsca 3006697299-05/29/2024-001-c" which was launched in may 2024; therefore, no further action is required. At present we consider this complaint to be closed.